Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a cut; subsequently a leak was noted. The option-lok male adapter of the secondary tubing set was connected to an unspecified clave port of an unspecified plumset and was being used to deliver an unspecified concentration of gemcitabine, at an unspecified rate, via a plum pump. After an unspecified length of time at the reported end of treatment, it was noted that approx 5-10ml of solution leaked onto the floor. The location of the leak was described as above the clave on the distal end of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. During testing at the user facility, it was reported that solution leaked from a cut in the tubing of the secondary tubing set approx 8cm from the distal end of the tubing set. During testing, the customer indicated that 2 add'l cuts were noted in the tubing of the secondary tubing set; one of these cuts was noted approx 58cm from the distal end of the tubing set and the other cut was noted 62cm from the distal end of the tubing set. The customer reported that no leakage of solution was noted at these 2 add'l locations. In addition, the customer reported that artifact was noted along the longitudinal axis of the tubing set and residual track marks of the cair clamp were noted. No specific details were provided. There were no reported adverse pt effects and no report of delay of critical therapy. No medical interventions were reported. No add'l info was provided.